Event description:
Alleged event: complaint alleges that the facility was unable to load clips from the jaw. The requested additional information did not clarify the event. The response did indicate that the patients were all fine.

Manufacturer narrative:
Device history record (DHR) review did not show any issues related to the complaint. The device sample has not been returned to the manufacturer at the time of this report, therefore, the customer complaint cannot be confirmed. The manufacturer will continue to monitor and trend similar complaints.